Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made and the issue was resolved. The patient condition was unknown.